Event description:
It was reported that maxplus clr positive displacement conn had foreign matter. The following information was provided by the initial reporter: discoloration/foreign object in the sterile bung upon opening.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/17/2020. H.6. Investigation: one mp1000c-0006 sample from lot 20035317 was received for investigation with an open packaging. Additionally a 10 ml bd syringe was received connected to the sample to assist the investigation. A detailed visual inspection of the mp1000c-0006 sample did not identify signs of damage, contamination or manufacturing defect which could have contributed to the customer's experience. A review of the production records for lot 20035317 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Analysis of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that maxplus clr positive displacement conn had foreign matter. The following information was provided by the initial reporter: discoloration/foreign object in the sterile bung upon opening.